Event description:
The patient was undergoing a thrombectomy procedure in the right and left lungs using an indigo system aspiration catheter 12 (cat12) and a non-penumbra catheter. During the procedure, while advancing the cat12 using the catheter, the physician experienced difficulty and while introducing the cat12 through the right ventricle to the pulmonary arteries. At that time, the patient decompensated, presenting with bradycardia, hypotension, followed by a pause in the cardiac rhythm. The physician then administered medication (atropine and dobutamine). No additional information regarding the completion of the procedure was provided. On (B)(6) 2025, the event was considered resolved. The decompensation with bradycardia and hypotension was reported to be a serious adverse event with a probable relationship with the indigo aspiration system (cat12) and the index procedure. On 16-jan-2026, clarification was received indicating that the sudden onset of bradycardia, followed by a pause in cardiac rhythm, occurred during the introduction of a non-penumbra sheath into the pulmonary artery, and prior to advancement of the cat12. The previously reported episode of decompensation with bradycardia and hypotension was subsequently determined to be unrelated to the cat12.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra clinical team on 16jan2026: 1. Section b. Box 5. Describe event or problem. The initial complaint reported that while the indigo system aspiration catheter 12 (cat12) was being advanced through the right ventricle toward the pulmonary arteries, the patient decompensated, exhibiting bradycardia, hypotension, and a subsequent pause in cardiac rhythm. However, additional information received from the clinical site on 16jan2026 indicated that the sudden onset of bradycardia, followed by a pause in cardiac rhythm, occurred during the introduction of a non-penumbra sheath into the pulmonary artery, and prior to advancement of the cat12. Therefore, this event is not considered reportable against the cat12.

Event description:
The patient was undergoing a thrombectomy procedure in the right and left lungs using an indigo system aspiration catheter 12 (cat12) and a non-penumbra catheter. During the procedure, while advancing the cat12 using the catheter, the physician experienced difficulty and while introducing the cat12 through the right ventricle to the pulmonary arteries. At that time, the patient decompensated, presenting with bradycardia, hypotension, followed by a pause in the cardiac rhythm. The physician then administered medication. No additional information regarding the completion of the procedure was provided. On (B)(6) 2025, the event was considered resolved. The decompensation with bradycardia and hypotension was reported to be a serious adverse event with a probable relationship with the indigo system aspiration catheter 12 and the index procedure.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.